Event description:
It was reported that during the surgery, after fired, noted some staples malformed with irregular shape. Changed another one to continue the surgery, the same problem happened again. Used suture to oversew. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a gold reload from the pan side inside of a plastic bag and appears to be the sled partially advanced 1/10. The photo also shows a label attached in the opened package with the ecr45d product code, 174a86 batch number and 2026-02-28 expiration date. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2022. Investigation summary: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a gold reload from the pan side inside of a plastic bag and appears to be the sled partially advanced 1/10. The photo also shows a label attached in the opened package with the ecr45d product code, 174a86 batch number and 2026-02-28 expiration date. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2022. D4: batch# 104a26. H6: component code: g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned with a tyvek and unfired, with 12 double drivers missing and 10 single drivers missing, 1 double driver out of position, and 1 single driver out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch.